Manufacturer narrative:
(B)(4). D10: unknown articular surface: catalog#ni, lot#ni; unknown tibial tray: catalog#ni, lot#ni. G2: foreign: australia. H6: proposed component code: mechanical (g04) - femur. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately seven (7) months post-implantation, the patient underwent revision surgery of the femoral component due to unknown complications. Due diligence is in progress for this event; to date no additional information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated/corrected: b4; b5; g3; h2; h11. Upon receipt of additional information, it was determined that the previously reported device was reported to the incorrect manufacturer number. This event will be reported under MFR 3007963827. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, it was determined that the previously reported device was reported to the incorrect manufacturer number. This event will be reported under MFR 3007963827.